Event description:
Arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved. Treatment was discontinued with a partial rinseback performed, resulting in an estimated blood loss of 160cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The exact cause of the arterial air alarm cannot be determined. There have been no further similar problems reported subsequent to this event. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The user's guide also instructs to rinseback the patient's blood if alarms cannot be resolved promptly. Occasional alarms during dialysis are expected and should not be result in a blood loss if device labeling instructions are followed. Nxstage medical considers this report closed. No additional information will be provided.